Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: promus premier ous mr 38 x 4.00mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Mid and distal stent struts were stretched distally. The undamaged proximal section of the crimped stent outer diameter (od) was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube and shaft polymer extrusion found no issues. A visual and microscopic examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 18-aug-2017. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous ad moderately calcified proximal left anterior descending (lad) artery. After a guide wire crossed the lesion, pre-dilatation was performed using a non-bsc balloon catheter. A 38 x 4.00 promus premier¿ drug-eluting stent was then advanced but failed to cross the lesion. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage. It was further reported that the stent strut damage was due to the calcified lesion inside the patient's body.